Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of elevated blood glucose associated with ilet use, including one rise from 104 mg/dl to 220 mg/dl after coffee with half-and-half and a separate event peaking at 300 mg/dl in the context of resistance training; an agent-assisted full supply change with a 23 in 6 mm infusion set was performed after the first site failed to adhere due to inadequate drying, and therapy was resumed with education provided. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included technical support troubleshooting, infusion site change guidance, and user education with tutorial materials. Investigation of this case revealed use-related contributors including a non-dry insertion site and potential glycemic impact from coffee with dairy, with device alerts or alarms not reported. It was concluded that hyperglycemia occurred with cause unclear, with contributing factors likely related to infusion site adhesion and routine intake, and no device malfunction identified.